Manufacturer narrative:
Concomitant medical devices: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead .

Event description:
The manufacturer representative reported that they were testing impedances intra-op and found electrodes 0-7 were in the 5000 range and 8-15 were over 10000. The leads were reversed in the implant and impedances showed over 10000 for both leads. The leads were replaced and both new leads showed fine. The indication for use was multiple back operations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.